Manufacturer narrative:
Description of event is corrected to reflect that this event occurred during testing not during setup.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed driveshaft bearings brinelled.

Event description:
It was reported that during setup at the user facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during setup at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.